Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not providing any readings. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A philips remote service engineer noted that the customer's v60 ventilator did not provide any readings when the patient exhales. The customer attached the device to a test lung but was unable to recreate issue. The device provided a reading during inhalation/exhalation of the test lung. The customer indicated that they would further test the device.